Manufacturer narrative:
(B)(4). H.6. Medical device problem code - 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient slept through the night unaware that his continuous glucose monitor had malfunctioned, with the last recorded reading at 4:00 a.m. According to the patient, his blood glucose level was 107 mg/dl at midnight on (B)(6) 2025, and he reported feeling fine before going to sleep. Later that morning, a friend who stopped by found the patient unresponsive and immediately called 911. Paramedics arrived around 10:00 a.m., administered a glucose injection (intended to be glucagon), and measured his blood glucose at 37 mg/dl. Despite the injection, the paramedics decided to transport the patient to the hospital due to elevated blood pressure. The patient regained consciousness following treatment but does not recall the ambulance ride due to his earlier unresponsive state. He estimates arriving at the emergency room between 10:30 and 11:00 a.m. At the hospital, a fingerstick test showed his glucose had risen to 290 mg/dl, likely as a result of the earlier injection. Additional blood tests were performed, and the patient was given sweets to help stabilize his condition. He remained in the hospital for approximately 4 to 5 hours and was discharged around 3:30 p.m. At the time of this report, the patient is recovering well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.